Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4): device received with no external damage. Performed spike and unspike operation using spike and unspike test set. The reported issue of cxd not connecting to the bag; will pull but will not go into the bag was not confirmed or duplicated by functional test. The assignable cause for the reported issue cxd is not connecting to the bag will pull, but will not go into the bag was undetermined. Device is non-serviceable and will be destroyed. Device forwarded to be destroyed.

Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device (cxd) ii. The registered nurse (rn) stated it was not connecting to the bag; it will pull but will not go into the bag. The baxter technical service representative (tsr) initiated a swap. The cxdii will be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.